Manufacturer narrative:
B5. Additional information was received. Section d catalog number was corrected. H6. Health effect clinical code and medical device problem code has been updated.

Event description:
Clinical rationale: an 84 year old male with acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai shock stage e) was supported with an impella cp inserted via the right femoral artery on (B)(6) 2025 at 14:45. The patient was being transferred from the cardiac cath lab to boston medical center¿brighton via medflight for CABG versus high risk pci evaluation. During support, intermittent suction alarms occurred and were resolved with fluid boluses. The groin access site remained clean, dry, and intact without hematoma for approximately one hour post implant. After the patient was moved to the medflight stretcher, the team noted development of a firm hematoma and active bleeding at the access site around the sheath. Forward suturing had been utilized, and movement during transfer was reported as a contributing factor. Based on available information, the access site bleeding and hematoma occurred after patient movement during transfer. The customer alleged the impella contributed to the access site bleeding, and the patient injury was documented as an access site bleed with hematoma. The patient survived explant on (B)(6) 2025. The reported bleed/hematoma is consistent with access site complications and the anticoagulation/purge requirements associated with impella support. It is known that there was patient movement during transfer which could have contributed to the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that the groin access site was cleaned, dried and intact with no hematoma for about an hour after implant. After the patient was moved to a stretcher for medflight transport, the team noted a hard hematoma and bleeding from the access site. Pressure was held with good effect. In addition, there was continued suction at any p levels higher than at p4 and above.